Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated the following: the debridement treatment was performed and the insert in question was replaced with 7mm on (B)(6) 2023. On (B)(6) 2023, the flap surgery was planned to perform, but the surgeon chose the debridement treatment due to the suspicion of re-infection. Insert was replaced to 6mm this time. Skin flap surgery will be performed in the future. Regarding the cause of the infection, the surgeon opined that it was a superficial infection.

Manufacturer narrative:
Product complaint # (B)(4). Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent the primary surgery via tka for both sides. The surgery was completed successfully without any surgical delay. After the surgery, it was confirmed on (B)(6) 2023, that the patient has infection on right side. Therefore, the debridement treatment and the insert in question revision is planned on (B)(6) 2023. No further information is available.